Event description:
It was reported that the patient with this right ventricular (rv) lead presented to a post procedure follow-up with chest discomfort. Also, the rv lead was not capturing at maximum output . A chest x-ray was performed, and it was confirmed that this rv lead dislodged. Subsequently, the patient underwent a revision procedure and the rv lead was repositioned. When the rv lead was connected to the device it exhibited noisy signals. The rv lead was tested on the pacing system analyzer (psa), and the signals were clear. When the physician reinserted the lead into the device noise signals were observed again. The physician elected to replace the device, which resolved the noise issue. After the replacement of the pacemaker, the physician noted that the device was programmed to unipolar, and suggested the noisy signals likely occurred due to the unipolar programming. This rv lead remains in service. No additional adverse effects were reported.

Manufacturer narrative:
Patient code e2311 was included.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to a post procedure follow-up with chest discomfort. Also, the rv lead was not capturing at maximum output . A chest x-ray was performed, and it was confirmed that this rv lead dislodged. Subsequently, the patient underwent a revision procedure and the rv lead was repositioned. When the rv lead was connected to the device it exhibited noisy signals. The rv lead was tested on the pacing system analyzer (psa), and the signals were clear. When the physician reinserted the lead into the device noise signals were observed again. The physician elected to replace the device, which resolved the noise issue. After the replacement of the pacemaker, the physician noted that the device was programmed to unipolar, and suggested the noisy signals likely occurred due to the unipolar programming. This rv lead remains in service. No additional adverse effects were reported.